Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. During an onsite visit, the field service engineer (fse) found the reason the laser turned off was due to power failure because the uninterruptible power supply (ups) was in bypass mode and should have been in online mode. After activating the online mode during the visit, it was found that the ups worked properly and as intended. The fse found ups was in bypass mode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that during a refractive surgery, there was a power electricity outage. There was no universal power supply (ups) entered. The laser went off. The ups did not operate when the power went out because it is in bypass mode. The issue has been resolved by switching to online mode and now works correctly.